Event description:
Related manufacturer reference number: 2017865-2022-04159. It was reported the patient presented with an atrial lead dislodged. The atrial lead was explanted. When the physician attempted to implant a replacement, they were unsatisfied with the way it was working. The physician elected to complete the procedure with a different lead. There were no consequences for the asymptomatic patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the atrial lead could not be implanted due to patient anatomy.